Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31424929 number, and no non-conformances related to the malfunction were identified. A coil becoming unraveled, uncoiled, unwound, stretched or elongated during placement can lead to premature detachment, separation, protrusion or herniation into parent vessel, which could result in non-target site embolization, ischemia or infarct. A coil that is separated while -in patient can lead to a non-target site embolization, with the potential for ischemia or infarct. In this case, there were no reports of patient harm; however, the user was required to perform the surgical intervention of delivering a balloon catheter to anchor the coil fragment between the intermediate catheter and balloon, to facilitate the retrieval of the coil fragment from patient. Based on this surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an orbit galaxy og tdl cmplx frame coil 20x30 (640cr2030/ 31424929) and a prowler select lpes (606s155x/ 31509789) were used for an endovascular embolization procedure. During the procedure, the user reported the orbit galaxy coil unraveled/stretched-during placement and separated while -in patient. The event was reported as such, ¿unraveled/stretched & separated-in patient. It was reported that during procedure, the coil was found unraveled/stretched. The doctor retracted the coil and microcatheter and found the coil separated in two pieces, one part was withdrawn with the microcatheter from patient and the other part was retained in the patient. The doctor delivered a balloon catheter (other brand) in the intermediate catheter (other brand) and fixed the remaining part of coil between the intermediate catheter and the balloon, and then removed the intermediate catheter, coil and balloon catheter as a whole from the patient. The doctor switched a new coil to complete the surgery with the original microcatheter. The surgery was prolonged about 10 minutes.¿ no patient harm was reported. Additional information was received on 28-sep-2025. Summary: per the information, there was no blood flow restriction/reduction as a result of the event. There was no resistance/friction between the coil and the microcatheter. Prior to the orbit galaxy og tdl cmplx frame coil, no other coils had been advanced through the same microcatheter. The coil did not entangle with other implanted coils. The target vessel/site being treated was a ¿giant aneurysm in the left traffic section.¿ relevant anatomical information including vessel characteristics were not provided. The device deficiency did not result in patient harm nor prolonged hospitalization. This additional information has been reviewed. No changes regarding the reportability determination nor coding were required.